Event description:
It was reported that upon interrogation, the pulse generator exhibited a high current battery anomaly. On (B)(6) 2014 the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. Final analysis found an integrated circuit anomaly which contributed to the reported battery anomaly.